Event description:
It was reported that the patient had been hospitalized at the ICU with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the cannula was kinked. Symptoms reported include hyperglycemia, vomiting, feeling dizzy and lethargic. The patient also went into a coma. The patient was treated with an IV the first 24 hours, then started insulin manually through IV drips. The patient was released three days later. The pod was worn when seeking medical attention but was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.